Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, this patient on peritoneal dialysis (pd) contacted customer support during drain 2 of pd treatment with the liberty select cycler and reported experiencing an unknown alarm and abdominal pain. The patient stated she ended the pd treatment and requested a replacement cycler. Upon follow-up with the pd nurse, it was reported the nurse instructed the patient to go to the emergency room (ER) after ending pd treatment. The patient completed pd treatment manually while in the ER and was admitted to the hospital for peritonitis (culture results are unknown). The nurse indicated the cause of the patient¿s peritonitis was touch contamination. Per the nurse, the patient continued pd therapy while hospitalized. Additional details regarding the patient¿s hospitalization, including antibiotic treatment information, are unknown as the hospital discharge summary is unavailable. Subsequently, on (B)(6) 2018, the patient was discharged home with a recovered status and continues pd therapy with the replacement cycler.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/ fmc cassette and the patient¿s hospitalization for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/fmc cassette malfunction or product deficiency. Touch contamination is a well-known pre-disposing factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis infection can be reasonably associated to touch contamination, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.